Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native hawaiian or other pacific islander female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant (left) and a 375cc mentor memorygel breast implant (right) experienced bilateral rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, the devices were explanted on (B)(6) 2019. This report relates to the left implant. See 1645337-2019-13211 for contralateral prosthesis report.